Event description:
Reporter used the patch during the day for relief of back soreness. She works from home and was on the phone most of the time (4 hrs) that she wore the patch. At the end of her calls, she went to remove the patch because of increasing discomfort. She thought discomfort was due to the adhesive and, maybe it was irritating her skin. After removal, she had severe blistering/burns all across the area of her lower back where the pad had been. It has taken over 4 weeks and two trips to the doctor to get this almost healed. She saw her internist after self medicating for a week and was prescribed oral antibiotics as a precaution and a topical cream. She saw dermatologist 2 weeks later, who prescribed topical steroid. Area is almost healed now.